Manufacturer narrative:
A ge service rep performed an on site investigation. The tgi pcb assembly was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot to a usable stated and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.